Event description:
It was reported that the patient was admitted to the ICU. Multiple attempts were made to obtain additional information regarding the nature of the event, but no information was available.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.